Event description:
White thing on the floor...the bit where you¿ve got the toothbrush head...head its coming off, it won¿t hold in place...white circular thing that has gone ¿ that bit has somehow fell off - oral-b [device breakage]. Case narrative: a father via phone stated that he found a white thing on the floor, which ended up being the bit on the oral-b toothbrush, type 4729, where the oral-b sensitive toothbrush head went. The oral-b sensitive toothbrush head was coming off and would not hold in place because the white circular thing that was gone and somehow fell off. No injury was reported. 07-mar-2024 case update from information initially received on 05-mar-2024: the suspect product was oral-b power oral care refills precision clean eb20. No injury was reported. 09-apr-2024 product investigation results: the suspect product was confirmed to be oral-b rechargeable toothbrush handle 4729 junior . The concomitant product was confirmed to be oral-b power oral care refills precision clean eb20. No injury was reported. 12-apr-2024 case update from information initially received on 05-mar-2024: the concomitant product lot was u3250. No injury was reported. 12-apr-2024 amendment from information initially received on 05-mar-2024: the concomitant product was oral-b power oral care refills sensi ultrathin eb60. No injury was reported.

Manufacturer narrative:
09-apr-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
White thing on the floor...the bit where you¿ve got the toothbrush head...head its coming off, it won¿t hold in place...white circular thing that has gone ¿ that bit has somehow fell off - oral-b [device breakage] . Case narrative: a father via phone stated that he found a white thing on the floor, which ended up being the bit on the oral-b toothbrush, type 4729, where the oral-b sensitive toothbrush head went. The oral-b sensitive toothbrush head was coming off and would not hold in place because the white circular thing that was gone and somehow fell off. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.